Event description:
It was reported that on (B)(6) 2023, the patient felt that the indwelling foley catheter had ruptured. Upon checking the catheter, the nurse found that the catheter was indeed ruptured and replaced it with a new catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.